Event description:
Customer reported a button error alarm. The customer's blood glucose was 44 mg/dl. Customer has treated their blood glucose with glucose tablets. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a corroded keypad traces noted during visual inspection. No unexpected button error alarms noted. All buttons functioned properly. Insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test.